Event description:
A materials specialist reported that seven weeks after an intraocular lens (iol) was implanted, it was exchanged for another iol of one and a half diopters less power. In a follow up, the material specialist reported that the patient had blurry vision and iol was posteriorly dislocated.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional by phone and fax. A completed questionnaire was not received. (B)(4).